Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. That patient's cgm was displaying 43 mg/dl. Based on the cgm value, the patient self-treated with glucose tablets, and drank glucerna and orange juice; however, his cgm value increased about one point over the next couple of hours. The patient did not report any symptoms. Because the patient was concerned, he went to the emergency department where an unspecified IV drip was started, and his bg was tested which was 192 mg/dl. The patient was released after 1 ¿ 2 hours. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.